Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72404127, 1000291340, control pump fgs iz; 72400024, 1000315790, balloon fgs 61-70 cm .

Event description:
It was reported that physician states artificial urinary sphincter (aus) device has never worked since implantation. He is not sure why. Patient underwent a surgical procedure to explant and replace all components. Device will not be returned for analysis. Patient is expected to fully recover.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that physician states artificial urinary sphincter (aus) device has never worked since implantation. He is not sure why. Patient underwent a surgical procedure to explant and replace all components. Device will not be returned for analysis. Patient is expected to fully recover.